Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise and oversensing. The associated leads were all reported as non- bsc products and have to date, a lengthy implanted duration. Data was sent for a technical review. The technical consultant discussed there were no new episodes available for review in the submitted information; however previous episodes showed noise and oversensing, some of which did result in pacing inhibition over two seconds. The patient was reported as pacer dependent. No system changes nor adverse effects have been reported.